Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.